Event description:
Customer reported the alarm has not power. Batteries have been replaced and inserted as directed. No visible damage to the outside of the alarm was reported. The customer did not provide a date when this was discovered and there was no pt incident or injury was reported.

Manufacturer narrative:
Results - evaluation of the returned unit confirmed the reported issue of no power. In addition, battery leakage residue on the flat contacts was also found. Note instructions for use state: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).